Manufacturer narrative:
Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the alarm ¿device defective (0x33291)¿ was displayed. The patient is stable. The failure occurred during treatment. No harm to any person has been reported. As the alarm ¿device defective¿ is a high priority alarm and can cause a pump stop during treatment. Additionally, the cardiohelp was exchanged. Therefore, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the alarm ¿device defective (0x33291)¿ was displayed. The patient is stable. No harm to any person has been reported. No harm to any person has been reported. As the alarm ¿device defective¿ is a high priority alarm and can cause a pump stop during treatment. Additionally, the cardiohelp was exchanged. Therefore, a report is required. A getinge technician was sent for investigation on 2026-03-04. The technician tested that cardiohelp with a test circuit overnight, running at 3200 rpm at 4.0 lpm. No error message or alarms were observed during testing. The technician confirmed that the error message "device defective error (0x33291)" was logged withing the log files several times over a few days. The sensor panel was replaced. The technician tested the cardiohelp after the sensor panel was replaced and no error messaged was detected. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿device defective (0x33291)¿ could be confirmed on the date of event. According to the technician, the error message "device defective (0x33291)" is due to the sensor panel. It cannot hold the 3.3v power supply, which causes the error message. A similar event was investigated by the getinge life-cycle-engineering, with the following conclusion: the most probable root causes are fractured or broken solder joints in the circuits responsible for the 3.3v power supply. Additionally, the cardiohelp and sensor panel affected in this complaint are older than 10 years and therefore aging related aspects can be considered as well. The device was manufactured on 2012-06-06. According to the instruction for use (IFU) of the cardiohelp device (chapter ¿high priority¿) it is stated that this error message inform the user of an error that require the service to diagnose the fault. The cardiohelp should be exchanged as quickly as possible, if the failure occurs during patient treatment. The perfusion on the cardiohelp should be continually be checked, as well as the monitoring of the patient. Furthermore, in the IFU chapter ¿check before every application¿ it is mentioned that all important functions and this particular error messages of the cardiohelp have to be checked before use. The review of the non-conformities has been performed on 2026-02-17 for the period of 2012-06-06 to 2026-02-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-06-06. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "device defective (0x33291" could not be replicated, but could be confirmed in the logfiles. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).